Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right total hip arthroplasty and 6 weeks after surgery, patient reported mild to moderate pain, no significant findings on x-rays. 1 year after surgery, sciatic nerve pain and some left hip pain (contralateral). 2 years after surgery, no pain, no findings from x-rays, leg length equal. 4 years after surgery, mild - moderate trochanter pain, intermittent, no pain medication, no significant findings on x-rays and leg lengths equal. 5 years after surgery, moderate groin, buttock, and trochanter pain, left leg short and no significant findings from x-rays. 10 years after surgery. No pain, left leg short, x-rays: sclerotic halo/reactive line: zone 3, 5, 10, 11, 12. No other contributing factors noted. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h11 corrected: d4: lot.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that 4 years post implantation, the patient reported mild to moderate pain and at the 5 year follow-up, reports moderate pain and the left leg being shorter. Later, at the 10 year follow-up radiographic imaging displayed a reactive sclerotic line. No intervention has been reported and all implants remain in place. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00-7713-009-00 item name mod ml taper fem st 9.0 lot # 60815980 00-8018-036-02 item name femoral head 0x36mm dia lot # 60829322 00-6200-052-22 item name f/m acet shell 52mmod cluster lot # 60790214 00-6305-050-36 item name xlpe poly liner 50/52/54 x 36 lot # 60741718 00625006525 item name bone scr 6.5x25 selftap lot # 60834380 00625006525 item name bone scr 6.5x25 selftap lot # 60834380 the device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.